Event description:
Initial report from salient's clinical education specialist was that a (B)(6) female pt was burned during liver resection surgery. Initial assessment did not indicate salient device caused injury because other rf surgical devices were also in use. The receipt of voluntary report # (B)(4) dated (B)(6) 2010 prompted this follow-up report. (B)(4).

Manufacturer narrative:
Investigation: other than initial contact by the hospital on (B)(6) 2010 indicating a burn on the skin, neither the hospital nor the surgeon has provided info regarding the incident. Salient personnel did, however, communicate with the plastic surgeon treating the pt's burn and learned treatment consisted of the application of silvadene cream. There was no need for other procedures to treat the wound. A salient clinical education specialist (ces) was present during most of the procedure that was purported to have resulted in a pt burn. The ces was present the entire time salient's aquamantys 2.3 bipolar sealer was in use during the procedure. The ces witnessed four devices in use on the pt's liver while it was partially resting out of the abdominal cavity on the skin surface at the upper incision. These four devices were: bovie with neutral electrode, argon beam with neutral electrode, aquamantys 2.3 bipolar sealer and cusa. The cusa could not result in a pt burn. Of the remaining three devices, the aquamantys 2.3 is less likely to result in a pt burn due to the application of rf energy, because it is a bipolar device. As per (B)(4), "for surgical procedures where the hf current could flow through parts of the body having a relatively small cross sectional area, the use of bipolar techniques may be desirable to avoid unwanted tissue damage." Salient's aquamantys 2.3 bipolar sealer does incorporate saline concurrent with rf energy application. There is a potential for hot saline to drip onto adjacent tissue if suction is not used during treatment. The ces noted that suction, although not used continuously, was used consistently and appropriately while the aquamantys device was activated during the procedure. Additionally, sponges soaked in cool saline put between the liver and the body, towards the cavity, would provide an additional protection from hot saline drips. In order to determine whether the aquamantys device was the cause of the reported pt burn, the size, location and shape of the burn must be evaluated. A burn due to excess saline or saline drips would have a flow pattern from the edge of the liver and onto adjacent tissue, and would have a shape, size and location different from the incision into the liver while it was outside the cavity. Without specific info about the burn, it cannot be determined whether its cause was a monopolar device or salient's aquamantys bipolar device. Salient surgical technologies has made multiple attempts to obtain info regarding this incident, but no additional info has been received to-date. Specific attempts include: four attempts by salient's clinical education specialist to speak via telephone to nursing staff at the hospital on (B)(6) 2010 (messages left). Attempts by salient's (B)(4) to call the surgeon on (B)(6) 2010 (messages left, no reply). Visit by salient's (B)(4) to the surgeon's office on (B)(6) 2010 (surgeon not available, no reply to message left). Conversations and visits by salient's (B)(4) with the operating room director of the hospital on (B)(6) 2010. No relevant additional info provided. Visit to the hospital by salient's clinical education specialist and (B)(4) on (B)(6) 2010 to attempt to communicate with operating room staff. No additional info provided. Calls and emails by salient's regulator manager to the risk management rep named in the voluntary report. Individual would not answer questions via telephone ((B)(6) 2010), did not return call ((B)(6) 2010) and did not respond to emails ((B)(6) 2010). No additional info provided. Salient surgical technologies was able to determine the burn required only the application of silvadene cream with no additional follow-up treatment. At this time, salients is unable to further evaluate this alleged event, or whether its product could have potentially contributed to the reported pt burn. Without info regarding the size, location and shape of the reported burn, salient surgical technologies is not able to evaluate whether it was caused by salient's aquamantys 2.3 bipolar sealer, a monopolar cutting device (bovie or argon beam), or a return pad electrode (used with monopolar devices). Given the info provided to-date, it is salient's estimation that the aquamantys device is not the most likely source of a pt burn in a liver lobectomy procedure.